Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Could not duplicate problem performed asm v9.8.1 module check-in per manufacture, physical inspection, cleaned ail sensor surfaces and iuis contacts, checked error logs, verified operational / functional, and accuracy tested, passed. Returned equipment to c/s for recleaning.